Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, with an inquiry and to report adverse events and product complaint, concerned a male patient of unknown age and origin. Medical history was not provided. Concomitant medication included insulin glargine at night for diabetes. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a cartridge, 6 units during the day subcutaneously, for the treatment of diabetes, beginning in about 2010 (seven years ago). The frequency was not provided. On an unknown date, whilst taking insulin lispro via a humapen memoir (burgundy 3 ml pen), the patient experienced an overdose once (reported as overdose of 6 units), after he continued to use the hp memoir pen even after the battery died. During this time, his blood glucose went down to 1.2 (no units or normal reference ranges provided). He had symptoms of sweating and he felt very weak. The event (blood glucose went down to 1.2, sweating and felt very weak due to overdose) was considered serious due to medical significance. The patient ate something to increase his sugar levels from the overdose (corrective treatment) and then he started to feel better soon after that. His health care provider (hcp) was aware of this event. The patient recovered from the events on the same day. Information regarding additional event details and corrective treatment was not provided. The patient reported using the hp memoir pen for six years. He really like the memory feature as it would prevent him from any overdose. He requested a new hp memoir since his memoir pen battery had died. The insulin lispro via the humapen memoir was continued. The patient operated the device. It was unknown if the patient was trained. The general duration of use of the device model was six years. The duration of use of the suspect device was not provided. The patient requested a new hp memoir since his memoir pen battery had died and the action taken with the device was continued. If the suspect device was returned, an evaluation will be performed to determine if a malfunction has occurred. The consumer reporter related the events to the insulin lispro therapy and to the hp memoir device. The consumer reporter believed that he experienced the overdose due to using a memoir pen with a dead battery. Update 01jun2017: upon internal review on 01jun2017 of information received on 29may2017, removed serious criteria (medically significant) for event (overdose), completed EU/ca device fields and updated narrative accordingly. Update 16jun2017: upon internal review on 16jun2017 of information received on 29may2017, updated improper use or storage from no to yes. No additional change made to case. Edit 16jun2017. Case was opened to enter medwatch device fields for device mailing. No new information.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary: the patient reported that the battery of his humapen memoir device had died. He had been using the device for six years and continued to use it after the battery died by counting clicks. He experienced decreased blood sugar levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, the complaint narrative does not suggest a device malfunction but rather a medication error. The user manual states the humapen memoir device has been designed to be used for up to 3 years after first use. The user manual also states, "do not use the pen if the display shows a dead battery (solid battery symbol)." There is evidence of improper use. The patient used the device beyond its approved use life and with a dead battery.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, with an inquiry and to report adverse events and product complaint, concerned a male patient of unknown age and origin. Medical history was not provided. Concomitant medication included insulin glargine at night for diabetes. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a cartridge, 6 units during the day subcutaneously, for the treatment of diabetes, beginning in about 2010 (seven years ago). The frequency was not provided. On an unknown date, whilst taking insulin lispro via a humapen memoir (burgundy 3 ml pen), the patient experienced an overdose once (reported as overdose of 6 units), after he continued to use the hp memoir pen even after the battery died. During this time, his blood glucose went down to 1.2 (no units or normal reference ranges provided). He had symptoms of sweating and he felt very weak. The event (blood glucose went down to 1.2, sweating and felt very weak due to overdose) was considered serious due to medical significance. The patient ate something to increase his sugar levels from the overdose (corrective treatment) and then he started to feel better soon after that. His health care provider (hcp) was aware of this event. The patient recovered from the events on the same day. Information regarding additional event details and corrective treatment was not provided. The patient reported using the hp memoir pen for six years. He really like the memory feature as it would prevent him from any overdose. He requested a new hp memoir since his memoir pen battery had died. The insulin lispro via the humapen memoir was continued. The patient operated the device. It was unknown if the patient was trained. The general duration of use of the device model was six years. The duration of use of the suspect device was not provided. The patient requested a new hp memoir since his memoir pen battery had died and the action taken with the device was continued. If the suspect device was returned, an evaluation will be performed to determine if a malfunction has occurred. The consumer reporter related the events to the insulin lispro therapy and to the hp memoir device. The consumer reporter believed that he experienced the overdose due to using a memoir pen with a dead battery. Update (B)(4) 2017: upon internal review on (B)(4) 2017 of information received on (B)(6) 2017, removed serious criteria (medically significant) for event (overdose), completed EU/ca device fields and updated narrative accordingly. Update (B)(4) 2017: upon internal review on (B)(4) 2017 of information received on (B)(6) 2017, updated improper use or storage from no to yes. No additional change made to case. Edit (B)(4) 2017. Case was opened to enter medwatch device fields for device mailing. No new information. Update 23jun2017. Additional information received 21jun2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly.